Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat foot switch was used during an electrosurgical procedure. According to the complainant, the foot switch cable is damaged. There was a hole in the pedal cord and intermittently there was no energy. The procedure was completed with subject endostat electrosurgical unit / footswitch.